Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The patient had a small baseline effusion noted at the beginning of the case. The physician used a non-bsc pigtail wire during the transseptal puncture process. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. At the end of the procedure the physician felt the pericardial effusion had increased in size. They attributed the cause to the pigtail wire causing a tiny perforation. The physician performed a pericardiocentesis to drain some of the fluid. The patient was unharmed and in good condition and has been discharged from the hospital.